Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was evaluated onsite by a zoll japan field representative; the customer's report was observed and attributed to the multi-function cable that was not properly seated. The cable was replaced to correct the reported problem. The device was recertified and placed back into service. Analysis for reports of this type has not identified an increase in trend.